Event description:
As reported: "revised a ts insert due to infection of a left knee. Original surgery was a revision of a primary competitor knee." Rep provided usage sheets from current and prior surgeries and confirmed that no further information is available due to hospital policy.